Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It is unknown which triple needle brush model was used? The lot number is unknown so a DHR review could not be performed. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient experienced bleeding during a superdimension procedure. The site reported that rapid response was implemented and was successful in stopping the bleeding. Per the physician the patient is expected to make a full recovery. The triple needle brush is reported to be the last biopsy tool used prior to the bleeding event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.